Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was observed to be in atrial fibrillation. Cardioversion was unsuccessful and the patient required amiodarone. On (B)(6) 2017, the event was reported to be resolved. (Clinical study patient (B)(6))